Event description:
It was reported that a pt's first pump was explanted due to a "seroma/infection"; it kept eroding through." The pt stated "I don't know if I'm allergic to it or what." Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).